Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead pulled out of the patient's body while he was at church. Additional information has been requested. A follow-up report will be submitted, if additional information becomes available.